Event description:
Caller states that the following readings were obtained on a neonate patient, using two different aviva meters, within 10 minutes: 32 mg/dl (aviva system 1) and 45 mg/dl (aviva system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).